Event description:
A peritoneal dialysis (pd) clinic manager reported that this patient was diagnosed with peritonitis. The patient went to the hospital on (B)(6) 2022. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient called the clinic on (B)(6) 2022 with complaints of abdominal pain. The patient had been experiencing constipation issues and was seen previously at the emergency room (unknown date) which resulted in the diagnosis of a suspected small bowel obstruction. No medical intervention was administered at that time. The pdrn instructed the patient to fill with solution and come into the clinic. When the patient arrived, the fluid was drained and the pdrn noted it was cloudy. The pdrn sent the patient to the ER on (B)(6) 2022. A pd effluent culture was obtained, and the patient was admitted to the hospital with a diagnosis of peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The patient¿s white blood cell count was elevated (lab values not provided). The culture resulted in no growth. The patient was discharged to home on (B)(6) 2022 and continues antibiotic therapy and pd treatments utilizing the liberty select cycler. The cause of the peritonitis is unknown; however, the pdrn said that the patient¿s constipation is suspected to be a contributing factor. There was no reported issue with the cycler and no cassette leak reported for this event. No additional information was provided.